Event description:
Same as manufacturer's # 6000093-2007-00083. Tap- it was reported that 103 days after implantation of two 3.0mm (lengths not reported) taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the right coronary artery (rca). A pre-intervention stenosis of 90% was noted. It was not reported that the lesions were pre-dilated. "Two 3.0 taxus" stents were placed. There was "no evidence of significant residual stenosis." It was not reported that the stents were post-dilated. The patient received plavix prior and after the procedure. Procedure results were noted to be "good." The patient presented 103 days after the initial procedure with "unstable angina" and an 80% in-stent restenosis in the mid right coronary artery. Angioplasty was performed with a 3.25mm cutting balloon. Subsequently, three stents of unknown type were implanted. A 3.0x8mm stent was deployed in the distal rca. A 3.0x24mm stent was deployed in the mid rca, followed by a 3.5x8mm stent deployed in the proximal rca. It was not reported that the stents were post-dilated. Patient complications were reported as "none." The patient's condition was noted to be "satisfactory/good." Additional information has been requested.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unknown, the shop floor paperwork could not be examined.